Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device was found with a flared out nose tube. If additional info becomes available a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service a damaged nose tube was noted. The device was not being used in surgery. It is unk if injury or med intervention occurred. There was no additional info provided.